Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and fecal incontinence. It was reported that the patient was feeling electrical surging type of pain around ins site randomly that started last (B)(6) 2025. The pain radiated outward from the ins pocket site about 3-4" and will surge for about 5 seconds or so and then go away. The patient tried using 2 other programs after this issue started and things would be fine for a few hours but then the issue would occur again. They talked with a manufacturing representative (rep) last friday (B)(6) 2025) and tried a 3rd program at that time but was still getting same symptom. The rep instructed the patient to turn off stim for the weekend until they could be seen in clinic today. The patient had not had any falls. They were getting some benefit with their therapy. Today in the clinic, impedances were all between 600-1200 ohms. The patient was feeling stim in bicycle seat area with their current programs. They didn't feel like the ins had moved in the pocket since implant. They noted having some rectal discomfort with one of their programs but they also had a history of rectal discomfort with heavy lifting prior to getting the device. Per caller, the ins site looked pretty healed. The agent reviewed potentially doing imaging to see if anything had changed about the positioning of ins and lead, consulting with a healthcare provider (hcp) about palpation around pocket area, waiting for further healing at pocket and considering turning stim off for a while. The rep also called in to report the event. They said they spoke with the patient on the phone this morning who stated they experienced unexpected stimulation throughout the night last night. They said the patient described the stimulation as spontaneous and uncomfortable. When the caller spoke with the patient, they instructed t hem to change from program 3 to program 4, and if it still continued the caller instructed patient to turn therapy off and they would follow-up in the managing hcp's office next week.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) and a healthcare provider (hcp). They replaced the system.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) (B)(6) revealed that it passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep called back to review this case prior to revision procedure that will be happening today. Caller mentioned an x-ray was taken and it looked the lead was possibly pulled outof the header block slightly. The caller inquired about the possibility of leaving the existing lead in place. The agent suggested the caller evaluate the physical integrity of the lead during the surgery as well as the ipg. The caller inquired about the possibility of fluid being in the header block and if that could cause shocking symptoms. The agent reviewed pertinent information. The agent suggested the caller call back while in the surgery for further assistance if needed so troubleshooting could be done in real time.the patient said they have keep the ins turn off and after check with their hcp, they will have another surgery on may 28th. They are not sure if the implant will be reposition or replace.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
They replaced the system due to the shocking pains in the pocket.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.